Event description:
The instrument did not seem to fire completely and the staple line was not secure. The anastomosis was redone. The pt condition was reported to be satisfactory. Procedure: sigmoid bowel resection.